Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 , the patient presented with preop diagnosis of: low back and right leg pain ; right l4 radiculitis; l4-5 foraminal stenosis; right l4 epiduroradiculogram. The patient underwent following procedure: right l4-5 transforaminal epidural steroid injection; right l4 selective epidural nerve root block; right l4 epiduroradiculogram. On (B)(6) 2010 , the patient presented with pre-op diagnosis of lumbar disc disruption; lumbar diskogenic pain and underwent lumbar diskography. On (B)(6) 2011, the patient presented with pre-op diagnosis of ddd in l4-5 and l5-1 and underwent retroperitoneal dissection with exploration and mobilization of the iliac artery and vein for exposure of l4-5 and l5-1. On (B)(6) 2011, the patient presented with pre-op diagnosis of lumbar discogenic pain syndrome l4-5 and l5-s1; right l5-s1 discectomy with hemilaminotomy. The patient underwent following procedure: anterior retroperitoneal exposure of lumbar spine; anterior lumbar discectomy l4-5 and l5-s1 and interbody fusion; placement of bone dowels at l4-5 and l5-s1 with bmp; lumbar buttress instrumentation l4-5; posterolateral lumbar fusion l4,l5 and s1 with allograft and autograft bone as well as bmp sponges and matrix bone extender; tsrh instrumentation at l4,l5 and s1 with crosslink at l4-5. Per op notes, the surgeons made 3mm incision in the interior aspect of l4 and superior aspect of l5. The disc space was cleaned and 18mm bone dowel filled centrally with combination of cancellous bone and bmp sponges was then countersunk into the disk space. This was then tapped into place and a 5 mm buttress screw with washer was placed securing the graft in its position. Now the focus was moved towards l5-s1 segment. The cut made on inferior aspect of l5 and superior aspect of s1. 16mm bone dowel was placed in the similar fashing which was centrally filled with bmp combination. Another buttress screw was placed to keep graft in place. Now the laminae and spinous processes were exposed and soft tissues removed after which they removed spinous processes of l4 and l5. Moving down to l5 level, the left side of lamina was removed . The exploration of the foramina at the s1 level as well as the l5-1 level making sure there was no compromise. Having done that the attention was moved top subcutaneous approach to the iliac crest. The bone marrow from the iliac crest was placed on combination of allograft /autograft material as well as bone extender to be used at end of the case. With the pedicles cannulated and tapped, the surgeons use screws in l4 and l5 levels and sacrum . All screws were examined and only l4 left had a low resistance. The surgeons then fitted appropriate rods and eyebolts to the pedicle screw heads. Crosslink was placed between 4 and 5 and likewise tightened. On (B)(6) 2011, the patient presented with pre-op diagnosis of suspected cerebrospinal fluid leak and underwent procedures: exploration of lumbar wound; repair of midline dural effect . On (B)(6) 2011, the patient presented with pre-op diagnosis of s/p lumbar fusion ; lumbar radicular pain ; lumbar facet spondylolisthesis w/o myelopathy; l5-1 non union with foraminal stenosis. The patient underwent following procedure : left l5 <(>&<)> s1 selective nerve root block and transforaminal epidural steroid injection. On (B)(6) 2011, the patient presented with pre-op diagnosis of post laminectomy syndrome with left leg sciatica and underwent left l5 <(>&<)> s1 selective nerve root block and epidural steroid injection. On (B)(6) 2012, the patient presented with pre-op diagnosis of : s/p l4-5 , l5-1 fusion with anterior plate and screws and posterolateral hardware; right l3-4 facet pain; lumbar radicular pain bilateral s1. The patient underwent following procedures: bilat s1 selective nerve root block and epidural steroid injection; right l3-4 facet arthrogram block and intra-articular corticosteroid injection diagnostic; conscious sedation for above. On (B)(6) 2012, the patient presented for total myelogram , thoracic and lumbar region. Impression : lumbar spinal stenosis, moderate l3-4, left side worse than right side; lumbar spinal stenosis central canal, mild to moderate at l2-3; no sign of arachnoiditis. On (B)(6) 2012, the patient presented with pre-op diagnosis of status post lumbar fusion with lumbar radicular pain and underwent right l3 and right s1 facet medial branch blocks above and below fusion. On (B)(6) 2012, the patient underwent: explantation of lumbar instrumentation; intraoperative dynamic fluoroscopically guided exploration of the lumbar fusion because of retained painful spinal instrumentation. Per op notes, the incision was made and one screw on left was identified, subsequently other screws were identified and then worked on right side likewise identifying the screws. The surgeon's then removed any bone that was encompassing screw heads and eyebolt after which crosslink was loosened and removed, the eyebolt retaining screws were removed and rods slide out of eyebolt. Eyebolts were individually removed leaving only the pedicle screws in place. The surgeons forcibly distracted screw heads at l4-5. At l5-1 the pedicle screws and the sacrum wer loose. So they were removed and single 8.5 mm x 30 screw placed in the body of the sacrum on the left. That screw was removed as well as other screws on the left side.